Manufacturer narrative:
An investigation was performed using visual and stereo microscope inspection of the screw head returned. Tensile cracks were observed under the stereo microscope. Further observation determined there were no indications of material or manufacturing defects. The device history records could not be reviewed since no lot number was provided. The results of the investigation conclude that the root cause for the breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
The screw broke off into the patients bone. A portion of the screw was left in the bone due to being unable to remove it.